Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed while working in the knee to groin area. The procedure was completed endoscopically by using a clamp to prevent co2 leakage from the incision. No additional patient complicaitons were reported.